Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth breakage which the customer stated resulted in extraction of the tooth.

Event description:
The customer reported that tooth #4 broke while wearing the aligners. Medical intervention is required and the root of the tooth will be extracted. It is unknown if aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).